Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation (afib) procedure suffered a cardiac tamponade which required pericardiocentesis. During the procedure, the carto 3 system displayed a data streaming error when the ablation catheter was plugged in. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. Later on when using the second ablation catheter the patient experienced a drop in blood pressure and a pericardial effusion was discovered. A pericardiocentesis was performed and the patient was stable at that time. The physician¿s opinion on the cause of this adverse event was high force with movement in right inferior vein. The patient required extended hospitalization because of the adverse event for overnight.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that the carto 3 system displayed a data streaming error when the ablation catheter was plugged in. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. Later on when using the second ablation catheter the patient experienced a drop in bp and a pericardial effusion was discovered. A pericardiocentesis performed. The patient is stable at this time. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Biosensor data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The concomitant products: the carto 3 system 11786; stockert 70 st-2394; coolflow pump 01873, lasso catheter ln122515ct (lot # 15505483la) was used in the procedure. An acunav reprocessed catheter was also utilized in the procedure. (B)(4).